Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d6b, h6.

Event description:
Patient reported left side rupture confirmed via ultrasound and chest x-ray, and "messed up." Healthcare professional confirmed rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on nov 22, 2024 with lot number 2817064. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flow opening. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported rupture, confirmed via ultrasound/chest x-ray, and "messed up." Healthcare professional confirmed rupture. Record is for left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture confirmed via ultrasound and chest x-ray, and "messed up." The device remains implanted.